Event description:
A falsely depressed creatinine result was reported on a patient sample. The result was reported to the physician. The sample was repeated and a higher result was obtained.it is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed creatinine result.

Manufacturer narrative:
The cause of the falsely depressed crea result was a malfunction of the r1 reagent probe. The siemens healthcare diagnostics field service engineer (fse) was dispatched to the account and performed repairs to the r1 probe.the instrument is performing within specifications.no further evaluation of the device is required.